Event description:
Customer reported a visit to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose level over 800 mg/dl. Cause was unknown. Reportedly, the customer became "ill" and was vomiting. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and no permanent damage was identified by healthcare professionals. Customer was released from the hospital on (B)(6) 2025.